Event description:
Customer reported the alarm does not sound at the nurse's station when used with the nurse call cable. The nurse call cable has been tested with a known working alarm and functions properly. Customer did not know the date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation, but has not been received. Note: this submission is based solely on the user facility reported issue. MFR reference file # (B)(4).